Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the tube clamp assembly to the roller pump was broken. The device was not changed out. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.